Event description:
Ethicon endo-surgery stapler did not fire when in use during surgery. Ethicon rep called via phone for assistance. Reported the situation to the rep, rep suggested opening a new stapler then first attempting to replace the battery. Stapler still does not fire with replaced battery. After using a new stapler with the new battery, the stapler fires and works properly. Ethicon rep still in contact via phone and aware of the situation. FDA safety report ID# (B)(4).